Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump errors and battery failed alarm. Customer was not able to clear the alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, , sleep current measurement, active current measurement and self test. However, pump error 63 alarm confirmed in the device history file due to broken trace at keypad assembly. The insulin pump was received with a cracked case (battery tube), cracked battery tube threads.